Event description:
A pt was treated on 7/19/96 into the forehead, glabella and lateral laugh lines. On 8/21/96, she developed redness, swelling and itching at all treatment sites. The physician diagnosed a hypersensitivity and prescribed medrol dospak, benadryl, and elocon cream.

Manufacturer narrative:
On 21 april 1998, the physician reported that the pt was last seen on 30 april 1997. The symptoms resolved on 30 april 1997.